Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's had been experiencing ongoing high blood glucose levels after the pump settings had been adjusted. No additional information was provided. Although multiple requests were made, the customer did not respond to the requests for more information.